Manufacturer narrative:
Attempted to contact the customer's family and the wife stated that she did not have any details and referred to customer's son. Called the son and he did not know the customer's last blood glucose reading. The son stated that the customer had not been on the insulin pump for the past two to three months and does not know where the device is. The son stated that the customer had a heart attack and passed away. The cause of death was natural causes and heart attack. Also the customer was not wearing the insulin pump at time of death. Requested the son to return the device, but he declined to do. No additional information was provided.

Event description:
The reporter stated that the customer passed away on (B)(6) 2014. Unable to obtain additional information. Attempted to contact the customer's family and received no answer. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.